Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that all horizon yellow open applicators have an alignment challenge.

Manufacturer narrative:
(B)(4). We are unable to perform a DHR review for the alleged complaint since lot information has not been provided. We did not receive any lot information or a sample part and also didn't receive any submitted pictures or video for us to perform an investigation therefore we are unable to validate the alleged complaint.

Event description:
It was reported that all horizon yellow open applicators have an alignment challenge.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) facility as part of a (B)(4) pc. Lot in april of 2014. Evaluation of the returned instrument showed that the jaws are damaged/bent and misaligned to each other as stated in the complaint thus validating the alleged complaint. Further evaluation shows that although the tips are misaligned slightly and the jaw rails damaged that this instrument is able to pick up, retain, close and release clips as required of its function. All instruments were 100% inspected and function tested at time of manufacture as this is a standardized procedure at this facility. We are unable to determine what caused the alleged defect at the customer's site although mishandling during use or at the cleaning and sterilization process is suspected.

Event description:
It was reported that all horizon yellow open applicators have an alignment challenge.